Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low alarm and a threshold suspend on the insulin pump. Customer ate and his blood glucose level was showing 45 mg/dl. Customer checked blood glucose levels and found that he was between 225 mg/dl and 240 mg/dl. Customer stated that he tried to recalibrate and then he had a change sensor alarm. Customer treated for his blood glucose level. Customer declined troubleshooting and stated that everything was working after he changed the sensor. Customer was advised to monitor the system. No add'l info provided.